Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/17/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with twenty-one unopened samples that pertain to the product code j421h. As per the sampling plan, a visual inspection was performed on thirteen samples, no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. Also, a functional test was performed using an instron equipment, the pull force and tensile force were above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04727, 2210968-2023-04728, 2210968-2023-04729, 2210968-2023-04730, 2210968-2023-04721, 2210968-2023-04722, 2210968-2023-04723, 2210968-2023-04724, 2210968-2023-04725, 2210968-2023-04726.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the needle easily comes off the suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested, and the following was obtained via: when were the needles detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ during use on pt, not the needle but the thread was breaking. Per event description, it was reported 11 defective sutures however, the quantity of products involved is 32 products. What is the total number of products involved in this event? 11, the remaining were returned for evaluation. Did the event occur during one or multiple patient procedures? Multiple procedures. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). None, first time reporting. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). N/a. Device return status. Please document the shipment tracking number: available. Please provide the source or name of person providing answers to follow-up questions: (B)(6) (nurse). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04727, 2210968-2023-04728, 2210968-2023-04729, 2210968-2023-04730, 2210968-2023-04721, 2210968-2023-04723, 2210968-2023-04724, 2210968-2023-04725, 2210968-2023-04726.